Event description:
Boston scientific received information that this pacemaker was successfully implanted without any issues. It was reported that the pacemaker was not interrogated with a programmer prior to it being implanted. After this pacemaker had been implanted for several hours, the physician noted that the patient's heart rate was at 30 bpm. The programmer was interrogated but it was not possible to perform any measurements or testing. It appeared that the pacemaker had remained in storage mode. The device was explanted and successfully replaced. During the replacement procedure, the leads were tested and had normal measurements and were operating properly. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was interrogated and found to have a monitoring voltage indicating beginning of life (bol) battery status. Review of device memory noted no fault or error codes. Timestamps indicate the device was removed from storage mode on (B)(4) 2015 at 19:50. Manual lead impedance testing was completed on (B)(4) 2015 at 8:52 and yielded good measurements. Three episodes were recorded in the arrhythmia logbook three hours after the manual lead impedance testing was performed. All three episodes showed noise at a frequency of 50 hertz on both the atrial and ventricular channels and it was being oversensed. The source of the noise was not able to be determined. Next, the device was programmed to storage mode. The ¿lead detected¿ parameter was changed back to false. An automated tester was connected and when a 4,000 ohm load was set, the device did not pace (correct behavior). The load was changed to 1,000 ohms and the device began to pace (correct behavior). No further testing was performed. Laboratory analysis was unable to reproduce the clinical observations during testing. It was confirmed that the device had been programmed out of storage mode. The oversensed noise observed on both the atrial and ventricular channel could have possibly attributed to the decrease in the patient¿s heart rate observed post-implant; however, this could not be conclusively confirmed through analysis.